Event description:
For the equashield female connector, there was leakage of drug at the connection site, which involved the interruption of medication administration to a patient. The equashield representative was contacted for further investigation. FDA safety report ID# (B)(4).